Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the loose release crimper found during returned device analysis. It was reported that during preparation of the clip delivery system (cds 70317u217), an attempt was made to open the clip; however, it would not open. The steps to open the clip were repeated two more times; however, again the clip would not open. The clip was closed tightly, unlocked and then the clip was slowly opened and the clip did open that time. All clip functionality testing was performed and again the clip did not open. The decision was made to replace the device and there was no patient involvement. A new cds was opened and used successfully. There was no clinically significant delay in the procedure were reported. Return device analysis revealed the release crimper was loose. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty opening the clip. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot. Av conducted root cause analysis and determined the inability to open the clip was likely due to a loose release crimper. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.